Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to several impedances. It was reported that the patient played golf ~3 weeks post implant. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue.